Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on how to properly press the button and confirmed that the pump display could turn on, despite the button remaining problematic. A replacement pump was arranged. While awaiting the new pump, the customer was advised to continue using the current one. The caller understood how to put the pump into storage mode and agreed to return the faulty pump with a prepaid label within 10 days.